Event description:
Procedure type: gastric bypass. According to the rptr: the first firing of the device was ok. The second time, the surgeon squeezed the handle and the cartridge became stuck on the tissue. The device had to be cut off the tissue. Unanticipated tissue loss occurred. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).